Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Shoulder prosthesis was displaced as a result of patient's falling. Revision surgery will be done in 2 weeks. Initial surgery date was on (B)(6) 2020. (B)(6) 2020 - "as a result of the fall of the patient, the prosthesis was displaced. Humeral stem(mhstm-10x80) lot.b17477 was displaced. Humeral component (mphbw-rc) lot. A16990 was left from glenoid. Displacement of glenoid component (wbgc02) lot.b18288 is suspected".